Event description:
Event description guidant received information that on xray, one arm of this sq array appeared crushed, and likely fractured. The other two arms appeared normal. The array is connected to a competitor's device and lead measurements are not available.